Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.